Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a continuous positive airway pressure (CPAP) device's soundabatement foam. The patient has alleged visualization of particles. The reporter also alleged to have expired while using this device. Medical intervention was not specified.

Manufacturer narrative:
The following correction has been updated in this report. Section b1 has been updated to reflect as adverse event. Section b2 has been updated to reflect as death. Section h1 and h6 has been also been updated to reflect the death.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported received an issue related to a continuous positive airway pressure (CPAP) device's soundabatement foam. The patient has alleged visualization of particles. The reporter also alleged to patient expired while using this device. Medical intervention was not specified. After the second attempt to have the device and components returned for evaluation, customer responded back that no longer in need of assistance for the device return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.